Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR review: part number: 214140; supplier lot number: 33766-151016; qty of lot: 10; release to warehouse date: 10-16-2015; manufacturing date: 10-16-2015; expiration date: n/a; supplier: classic wire cut; manufacturing site: (B)(4) USA. Any anomalies or discrepancies in the manufacture of the lot? None. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. It has been indicated in the complaint that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. The failure of the eiii gun is attributed to device mishandling. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a shoulder repair that the expressew ii needle broke inside their expressew iii without hook and became jammed. The scrub tech tried to remove the needle from the front and broke the needle again at the tip. It was reported that now both end of the needle are broken off and the middle shaft is stuck jammed inside the gun. It was confirmed that nothing broke in the patient. The surgeon completed the procedure with another like device with no patient consequences. There was a 2 minute delay in the procedure. This is report 1 of 2.